Manufacturer narrative:
The pump communicated properly with the test blood glucose meter. The test value on the blood glucose meter was properly displayed on the pump screen. No radio frequency communication anomaly was noted during testing. The pump passed the displacement, rewind, basic occlusion, prime and self tests. All operating currents were within specification. The off no power alarm functioned properly. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, excessive no delivery or occlusion tests due to the motor error alarms. The pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 250 mg/dl to 600 mg/dl at the time of incident. Troubleshooting found that the pump was worn in or around an MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.